Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown), using a set of internal handles with the device, but the unit failed to discharge the energy. The clinicians then obtained another set of internal handles, and were able to defibrillate the patient using the same defibrillator. The patient subsequently expired, but the complainant indicated that the reported malfunction "did not influence this patient's outcome in any way."